Event description:
A (B)(6) female patient with neurologic disorder and obstetric trauma was implanted with an acticon device on (B)(6) 2005. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss from cuff.

Manufacturer narrative:
(B)(4). Balloon was functional. Cuff had a wear leak. Pump was not functionally tested. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.